Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, it found that there was a failure of the circuit board of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause was unknown; however, omsc assumed a potential cause as follows. The reported phenomenon was occurred the circuit board of the device was damaged due to overcurrent by some cause. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
During maintenance the device, a scope err e218 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.